Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned device revealed the following: sheath liner unexpanded; sheath distal tip unopened; buildup of hydrophilic coating is noted on the distal end of sheath shaft. Red dye test was used to visualize the hydrophilic coating on the sheath after samples were taken for ftir testing and the following observations were made: hydrophilic coating is sporadic around the sheath distal tip, with thicker areas of buildup. Ftir results for the clear material found on the sheath shaft show similar absorption characteristics as polyvinylpyrrolidone (pvp), one of the main components of the hydrophilic coating. Due to the nature of the complaint, no applicable functional or dimensional testing is able to be performed. The complaint for "device preparation - system components anomaly - other" was confirmed based on evaluation of the returned device and applicable imagery. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, "upon removal of the package, it was identified a defect, most similar to damage, on the tip of the esheath. This esheath was not used in the procedure and, immediately after noticing this anomaly, it was set aside in a plastic bag." Review of provided imagery shows a gel or blister like residue on the distal end of the sheath shaft. Material analysis was performed on the isolated material collected during product evaluation with ftir, concluding that the particulate show similar absorption characteristic when compared to poly(vinylpyrrolidone) (pvp), one of the main components of hydrophilic coating. Red dye testing was also performed on the returned device and showed that the distal tip likely underwent physical interaction that caused movement of the hydrophilic coating proximally from the tip. During device unpacking, if the sheath was mishandled this can cause the hydrophilic coating to shift or bunch along the sheath. As such, a definite root cause is unable to be determined at this time; however an awareness communication was performed as a pre-cautionary measure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Per report received from united kingdom, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. Upon removal from the package, it was identified a defect, most similar to damage, on the tip of the esheath. This esheath was not used in the procedure and it was exchanged for a new 14fr esheath with no defects. The procedure was successfully performed with no harm to the patient.

Manufacturer narrative:
Investigation is ongoing.